Manufacturer narrative:
Instrument lot number has been updated.

Manufacturer narrative:
Patient weight not available from the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable as the lot number is unknown. A medtronic representative inspected the system onsite and confirmed the issue which was resolved after replacing the broken part. The system was returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the ratcheting handle was broken. The metallic flat, round part on the tip of the handle was broken. It was reported that it likely occurred after being hit with the hammer. The handle was replaced with a new one and the case continued. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.